Event description:
Facility reported that the small battery drive is not working. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number reported 00314, is a supplier lot number. Synthes lot number is 4155211. Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes anspach. Report received indicates the reporters complaint that the unit does not function could not be confirmed. The device was tested and the complaint wasn't duplicated. However it was observed during pre repair evaluation that the device (ecu) is heating up, making unusual noise, and will not secure attachments. Evidence indicates this is due to usage wear over time. A service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. Placeholder.